Manufacturer narrative:
The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the united states underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, it was reported that the patient had a stoma fungal infection that had started 3 months prior. The patient's stoma site was red with a rash and pain and the patient was prescribed keflex and an antifungal ointment for two weeks. On (B)(6) 2025, patient had their tubing replaced and the device was discarded.